Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that after repeated wound checks at the driveline exit point and a very advanced infection with no improvement, the clinic decided to do a pump exchange. The exchange took place successfully without complications.

Manufacturer narrative:
The patient had repeated wound checks at the driveline exit point and a very advanced infection (MFR#) 2916596-2022-11648. Manufacturer's investigation conclusion: the pump was exchanged. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a vancomycin-resistant enterococcus faecium strain was identified. The infection spread to the pump body. There were multiple wound dressing changes and multiple antibiotic therapies, but the infection did not resolve. The pump exchange took place successfully without complications and the infection resolved.